Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white connection part with syringe of a 5.2f judkins left (jl3.5) 100cm super torque plus diagnostic catheter had a crack and was leaking while flushing. There was no reported patient injury. The device was used during a case. The device will be returned for evaluation.